Manufacturer narrative:
Consumer admits to leaving the heating pad on and unattended which is a violation of the instructions and warnings provided. Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warnings provided. Heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided. There is an instruction that states, "do not use in oxygen enriched environment" and consumer failed to perform that instruction.

Event description:
Consumer alleges heating pad caught on fire and caused property damages. There was not a report of personal injury with this incident.

Manufacturer narrative:
Consumer admits to leaving the heating pad on and unattended which is a violation of the instructions and warnings provided. Consumer has not returned the product.

Event description:
Consumer alleges heating pad caught on fire and caused property damages. There was not a report of personal injury with this incident.